Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the [inner conductor coil] had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an attempted implant, the physician reported difficulty with the lead's helix fixation. The lead was removed and replaced in absence of adverse patient effects. After the lead was removed, more than 50 rotations were required to achieve helix extension however helix retraction was nonfunctional. The lead was returned for laboratory analysis.